Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation of the electrode belt, the belt intermittently failed functional testing. The root cause of the intermittent service code were pins in the distribution node (dn) pca that were out of tolerance. The root cause of the out of tolerance pins not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable).